Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. According to the provider, the patient stayed in the clinic for several hours and was able to recharge and get device turned back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep). Rep called because they were unable to connect to ins. Rep said patient hadn't charged ins since june. Rep tried 2 different clinician programmers and the patient programmer, but still unable to connect. Agent reviewed need for physician recharge mode. Caller had insr. Agent brought senior agent onto the call for assistance with initiating physician recharge mode. After healthcare provider (hcp) was conferenced on caller said they had to leave to go to a different procedure. Agent ended call, then called back and got hcp. Agent then conferenced in senior agent. Agent reviewed how to initiate physician recharge mode and caller was able to do so successfully. Alex also reviewed process for repeating physician recharge mode if needed. When asked for event date, patient could be heard saying "when this stopped working" in the background before reporting tried connecting to their device since june. Agent did not ask for further details as it was not related to the purpose of the call. Additional information received from healthcare provider (hcp). Hcp called and mentioned they got the implantable neurostimulator out of physician reset mode and was charging normally. Pt had 8 coupling bars and ins charge was low. Tss tried to have caller interrogate with tablet (because caller was calling to turn therapy back on), but when caller interrogated ins, they got device battery depleted charge battery now exiting session. Tss understood ins was too low to interrogate. Tss recommended charging the dbs implant until at least 25% and then connecting to ipg with tablet and then turning stimulation back on by titrating up from 0 ma(to ensure appropriate stimulation without detrimental side effects). Caller said pt had already had recharger on for 3 hours.